Event description:
The manufacturer received information that a trilogy 100 ventilator returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third party service center, the ventilator failed a repair test step relating to the o2 low flow pressure. The service technician states that the device was returned to the higher level repair station to replace the active exhalation control module (aecm) valve to resolve the issue. The aecm was defective and did not provide the adequate pressure. The device was retested and passed all final testing. Additionally, a non reportable check circuit error code was found in the device's error log. The service technician reconnected the tubing. It is also noted that the device is missing rubber feet, the handle o-rings need to be replaced, and the case was incorrectly positioned. No further investigation is required.